Event description:
It was reported that, "we were trialing with the insert and it cracked while the surgeon was tapping it out."

Manufacturer narrative:
Method: review of device history and complaint history database. An eval of the device cannot be performed as the device was discarded and was not returned to the MFR. No further info and/or devices will be provided for eval. A device mfg history review for the reported lot of trials indicates that devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events and determined that there have been no other events for the reported lot. The investigation concluded that this event is related to similar events where triathlon tibial insert trials fracture, fragment or crack when seating on the tibial templates due to interference with the headed pins fixating the template to the tibia. A design non-conformance was observed.